Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the deployment issue resulting in difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left common femoral artery that was 85% stenosed. A first predilatation was performed with a 4x60mm armada 18 balloon for 2 minutes and inflated at 8 atmospheres (atms). A second predilatation was performed with a 5x100 armada 18 balloon for 2 minutes and inflated at 8 atms. The vessel was then ready for the use of the 4.5x100mm supera device. The supera was advanced to the lesion and deployed without issue. After closing the deployment and system lock to retract the supera delivery system, resistance was noted as the catheter tip became stuck on the supera stent implant. It was then decided to pull back into the introducer sheath the entire delivery system which includes the catheter tip that became stuck onto the stent implant. Then the introducer sheath was pulled out with the entire system (delivery system, catheter tip, and stent implant). A new sheath, guide wire, same size supera and 5x120 supera were used to successfully complete the procedure. The patient had a good result. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.